Manufacturer narrative:
This report is submitted on december 10, 2020.

Event description:
Per the clinic, the patient experienced pain at the implant site, resulting in the decision to explant the device on (B)(6) 2020. The patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is submitted on 18 mar 2021.